Event description:
A report was received that the patient was experiencing pain at the pocket site due to the pocket placement. The patient underwent a pocket revision wherein the physician elected to replace the ipg. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.